Event description:
It was reported by the patient that the device "battery is now dead" and the patient reported having "chest pains and dizzy spells daily." The patient requested help paying for a new device. Follow-up with the clinic revealed that the patient had not been seen for many years, nor contacted the clinic. The clinic noted the patient may have moved and no forwarding physician information was provided. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.